Event description:
A sonoma crx clavicle fixation device was removed approximately 3 months after initial surgery for a non-union. The implant was intact upon removal. The fracture was poorly reduced and a gap was left between the medial and lateral segments. The device was not returned and no surgical data (x-ray, pt info, or operative notes) were available.

Manufacturer narrative:
The "non-union" occurred due to failure to properly reduce fx during the initial procedure. The IFU and surgical technique guide provide warnings/ precautions about non-unions and instruction on fracture reduction. If bone fragments are not properly positioned around the implant there is a probability bony union will not occur. This problem occurred due to surgical error.